Event description:
Baxter (B)(4) received a report that an infusor had a "leakage from the bladder" which was observed during filling. Specifically, a "crack occurred on the bladder and started leaking". The device was being filled with a solution of saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one actual sample and three companion samples for evaluation. The reported condition of a "crack" on the reservoir which caused a leak was not confirmed. Visual examination of the samples showed no signs of physical abnormality on the reservoirs that could have caused the reported condition. A functional leak test was performed on the units by filling the bladder with red-colored water and monitoring the device for 24 hours. During and after fill, no evidence of leakage was noted on any of the reservoirs. After the leak monitoring period, no evidence of leak was detected anywhere on the units. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as these were single-use devices which will be discarded. No other observations were noted on the unit.